Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the symptomatic patient presented in-clinic for routine follow-up. It was noted that the patient developed pocket infection. The entire system was removed. The patient was stable post-procedure.